Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the liquid began to drip through the tubing of an em2400 valve set where it is inserted into a 1000ml eva bag. The issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured date: november 13, 2020 to november 17, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction: b5, d1: brand name, d4 (catalogue #, lot #, UDI #), d4 (expiration date - remove date), d9, g4, h3, h4, h6 (replace b17 with b01, c20 with c1601, and d15 with d0301) and h10. Additional information/correction to b5: during follow-up, it was reported that the leak was found on the 1000 ml calibration bag, not the valve set. Replace "the tubing of an em2400 valve set where it is inserted into a 1000ml eva bag" with "the tubing of a 1000ml calibration bag where it is inserted into the bag". H4: the lot was manufactured from october 28, 2020 ¿ october 29, 2020. The device was received for evaluation. Unaided visual inspection was performed which observed that the fill port top end of the tubing was out of the bag at the bottom back side. The reported condition was verified. The cause of the condition was due to manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.